Event description:
It was reported that "the balloon got ruptured during use." Additionally the reporter stated that when the balloon was ruptured, the catheter was removed through a radifocus guidewire and another catheter was inserted. An additional incision was not required. There were no patient complications reported.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation. No packaging was returned. The balloon and balloon windings were visually inspected for indication of damage or abnormality. The balloon was found to be ruptured at the central area of the balloon latex between the windings and indication of deterioration (yellowing and cracking) to the remaining latex was noted. The latex was removed from the catheter to determine the size of the missing latex. The section of missing latex measured approximately 0.050" x 0.040." As stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. No visible damage to the distal and proximal windings was observed. Visual examination was performed using the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. No actions will be taken at this time.